Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this pacemaker recorded a code 1003, which states the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that pacemaker device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported.